Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was switching on and off. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was switching on and off. It was noted that the power switch overlay was defective. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A quote was provided to the customer; however, the quote expired, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.